Event description:
Pt was tied with a posey vest in a hill-rom bed and pt must have climbed out over the side rails. Pt was found pulseless, no respirations, on his knees, with his head resting on the bed. Pt was pronounced dead. Pt was a "do not resuscitate" pt.